Event description:
Customer reported the adc freestyle libre sensor detached prematurely within a day of wear and unable to test. Customer experienced "hot, sweating" and firefighters were called and a reading of 48 mg/dl was obtained on their meter. Customer was provided sugar, chocolate and after half hour he was able to self-treat with food. Customer additionally reported that ECG and bp tests were performed and subsequent glucose readings of 90 mg/dl and 130 mg/dl were obtained on firefighter meter. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section h4 (device mfg date) was updated based on extended investigation. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor kit were reviewed and the dhrs showed the libre sensor kit passed all tests prior to release.  If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre sensor detached prematurely within a day of wear and unable to test. Customer experienced "hot, sweating" and firefighters were called and a reading of 48 mg/dl was obtained on their meter. Customer was provided sugar, chocolate and after half hour he was able to self-treat with food. Customer additionally reported that ECG and bp tests were performed and subsequent glucose readings of 90 mg/dl and 130 mg/dl were obtained on firefighter meter. There was no report of death or permanent injury associated with this event.